Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Visual inspection was performed on the device and found "remove ;and reattach cassette" during power up, and the pump would not power up all the way. The customer's stated problem was verified regarding "remove cassette error with no cassette attached". Further investigation of the pump determined that a faulty latch lock optic flex is the root cause of the issue. Service will replace the latch lock optic flex to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave " remove cassette error" with no cassette attached. The reported event did not occur while in use with the patient. No adverse effects reported.